Event description:
It was reported that during preparation for a rotational atherectomy treatment procedure, rotational speed readings were not obtained from the advancer. The 80-85% stenosed target lesion was located in the severely calcified and mildly tortuous right coronary artery. A rotalink advancer and a 1.5mm rotalink burr were selected to treat the target lesion. While platform testing, outside of the patient, the burr was rotating; however, the rotational speed was not displayed on the console. The burr and advancer were switched out for new ones and the procedure was completed with the same console. No patient complications were reported and the patient's condition is stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The complaint description and as reported defects could not be confirmed as the complaint sample was not returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was further reported that the burr did not rotate in the event that there was no display on the console.